Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product is available but has not been received as of the initial report. A manufacturing records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
The target lesion was the mid left anterior descending artery (lad). However, the stent could not cross the initial bend at proximal lad. The vessel was not tortuous or calcified, there was only the sharp bend at the proximal lad. When the physician pushed on the stent delivery system, the shaft cracked. A driver 3 x 24mm stent was used to complete the procedure. There was no injury to the patient. The portion of the shaft which broke, was outside the body and when the sds was removed, there were no additional product malfunctions noted.